Event description:
It was reported in an abstract that a total of 68 patients suffering from cervical spondylosis with cervical vertebral instability or myelopathy due to spinal stenosis caused by opll (ossification of the posterior longitudinal ligament) were included in a study using a lateral mass plate system. The first follow-up visit was at 1 month after surgery, and subsequent follow-up visits were conducted for once every 2 months for study patients. According to the abstract, the cervical spine was examined on plain x-rays (6 directions) to assess loosening of fixation due to back-out and protrusion of the screw or rotation of the washer. It was reported that "two patients had complications". No further information reported.

Manufacturer narrative:
Literature citation: masaichi tamura, hidemitsu nakagawa, masanobu yamada, masato yoshida, masahiro shindo, hirokazu nishiyama, tetsu ri, yoshinori teshima, takashi tomi. "Laminectomy for cervical spondylotic myelopathy and posterior fixation with improved trois-x". P1-48; 2013. Date of event is unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.